Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 39 mg/dl on (B)(6) 2020 then they drank soda then went to 59 mg/dl after 30 minutes then blood glucose 120 mg/dl after eating and on january 11, 2020 blood glucose was 69 mg/dl after drinking soda current blood glucose was 89 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not returned for analysis.